Manufacturer narrative:
The device was not used in a patient. The complaint is a known risk of the procedure and is documented in the literature.

Event description:
During insertion of a mechanical brk needle through the torflex transseptal guiding sheath on the table, material shavings were observed. The device was not used in a patient. The mechanical needle used was not manufactured by baylis medical company. While there is no evidence to suggest that the torflex transseptal guiding sheath used caused or contributed to the complaint, this report is being submitted by baylis medical company as the torflex transseptal guiding sheath was one of the devices used.